Event description:
The vessel sealer was unable to be manipulated by the surgeon, and an emergency instrument release was used to release it. [Redacted] stated no faults in the log with the robot overnight prior to start of procedure. The vessel sealer was replaced.